Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is expected to be returned for manufacturer review investigation but has yet to be received. E3: reporter is a: (B)(6). H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a followup medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown the self retaining screwdrivers not retaining. There was no surgical delay. The surgery was successfully completed. There were no patient outcome or consequences. This report is for one (1) 2.5 hex drvr sft self retaining l 100 qc this is report 5 of 6 for complaint: (B)(4).